Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with shortness of breath (sob) and dizziness. It was revealed the right ventricular (rv) lead had perforated the right ventricle with no effusion noted. The rv lead thresholds had risen and there was an inability to capture at high outputs. It was further reported the patient experienced arrhythmia and occasional tamponade. The rv lead was repositioned into the posterior rv septum. The lead remains in use. No further patient complications have been reported as a result of this event.